Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "system would not boot up" (failure to power-up). The nurse reported the system would not boot up during set up for surgery. The system was switched out and the cases were completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The power supply and pcb were replaced. The software was updated. The system was then tested and met all product specifications. The power supply and pcb have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4)